Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 10/10/1990 and was last repaired on (B)(4) 2013 for a non-related issue. Eval of the device observed minor wear and discoloration of the handle and wear to the head and control bar of the device. The master blade was flush and the device operated within specification; however, the device faltered at times during operation. Prior to repair, the device was within calibration specification at all tested thickness settings. In post-repair, discoloration of the motor casing was observed. No info was obtained regarding customer's sterilization practices; however, improper sterilization could have caused the exterior discoloration of the motor. The cause of the discoloration was likely due to the entry of moisture within the handpiece. The moisture likely damaged the motor internally, which could cause the customer's reported event. In addition, improper handling most likely caused the wear to the head and control bar of the unit. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome was pulsating. No add'l clinical info was rec'd prior to this report. A f/u medwatch will be submitted if add'l clinical info is rec'd.